Event description:
It was reported to philips that the ac module was making a high pitched noise when the customer walked passed the unit. There was no reported patient or user involvement and no adverse patient/user impact.